Event description:
Seven and a half years postoperatively, the valve was explanted due to aortic incompetence. At explant, a tear was noted in the left coronary cusp. An aortic root replacement was performed utilizing a homograft and the mitral valve was replaced with a sjm biocor valve (model, s/n unk). It was also reported the pt was taking anticoagulants for atrial fibrillation.